Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) at an unknown concentration, dose and frequency via int intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the ptm (patient therapy manager) showed code (B)(4). It was reported that the code was the pump reset, critical alarm code. It was reported that the code was not resolved on the call. It was reported that the patient would follow up with the healthcare provider to check on why the code occurred and if the code was not resolved or pump drug delivery was not resumed then to discuss an action plan until the pump was replaced. There were no reported symptoms. It was reported that the event occurred in (B)(6) and that it had been "a couple days"from the date of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the pump was explanted and replaced, the pump reset was resolved, and the cause of the pump reset was unknown. No further complications were reported/anticipated.